Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device did not correctly provide an e1 cartridge empty error on (B)(6) 2014. On (B)(6) 2014, the piston rod stopped after 40 ie were delivered, and the infusion device did not display an error message. The customer experienced hyperglycemia. No adverse event was reported. The alleged product was requested for evaluation.